Event description:
Procedure: unk. According to the reporter; during the procedure 1/2 of the needle broke off and remains in the patient's cavity. Surgeon stated it was so small that he was not able to retrieved it. It was not known if patient was x-rayed. It was not known if or time was delayed. Completion was unk. No injury reported.